Event description:
The customer reported that there was a popping noises heard from the x-ray tube. The system produced an error stating to shutdown the system for 5 seconds and reboot. No injury to patient. The customer rebooted the system to finish the case.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.